Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) portugal alleging an issue with missing segments on his onetouch vita enhanced meter. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. At an unknown date/ time, the patient claimed he felt ¿hypoglycemic;¿ however, symptoms were not specified. Treatment was also not specified. It is unknown if the patient tested his blood glucose with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. Based on the provided information at this time, the linkage between the reported product issue and the patient¿s symptoms of ¿hypoglycemia¿ remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly may have developed symptoms suggestive of a serious injury after the product issue occurred.